Manufacturer narrative:
Additional information : the device was manufactured 17jul2017 and 18jul2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected and subsequently leaked during a patient infusion. The event occurred about six minutes after an infusion of a chemotherapy drug at 600ml/hour with a full volume to be infused of 100ml was started. As the nurse was talking with the patient, ¿the tubing disconnected and spilled the chemotherapy drug on the patient's arm, pillow, and sheet¿. Subsequently, the patient¿s arm was washed and it was reported that there was no harm. The customer approximated the loss of chemotherapy drug at 5-10mls. There was no patient injury or medical intervention associated with this event. No additional information is available.